Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the right-atrial (ra) lead exhibited high capture threshold and high pacing impedance. As a resolution the ra lead was capped and replaced on (B)(6) 2025. The patient condition was stable.